Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Event description:
On 6/18/2024, a sales representative reported via (B)(4) that an ar-9597-20 angle reamer sleeve and an ar-9676 angle reamer drive shaft jammed while reaming the glenoid with the 20-degree offset augment reamer handle. The case was delayed four minutes to get a replacement opened to complete the procedure. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/24/2024: this was discovered during a reverse total shoulder procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.